Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Zimmer reference: (B)(4).

Event description:
It was reported that the patient underwent a revision due to dislocation.

Manufacturer narrative:
Investigation results were made available. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history identified no additional similar complaints for the reported item and no additional complaints for the reported part and lot combination related to the event. Keyword search : dislocated. Medical records were not provided. The investigation did not identify a non-conformance or a complaint out of box (coob). It has been confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to reported event. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.